Manufacturer narrative:
This report is for one (1) unknown 3.5mm cortex screws. Clarification: it is unknown if/when the devices were implanted/explanted. Product investigation summary: one of the following device(s) was received: condylar plate, 95 degree (part 237.92 / lot 2056) and 3.5mm cortex screw (part/lot unknown) both implants were returned broken. The plate is broken through the third hole from the 95 degree bend. The plate has various scratches and marks consistent with implantation. The laser marking is faded, but still legible. The tip of the screw is broken off and approximately 20mm of the screw was returned. The tip was not returned. The cause of the complaint condition could not be determined. A visual inspection, functional test, drawing review, and a device history record (DHR) review (for the plate only) were performed as part of this investigation. No product design issues or discrepancies were observed. No drawing issues or discrepancies were noted. The design is determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in technique guides. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown 3.5mm cortex screws.

Manufacturer narrative:
Unknown when device broke. Report is for one (1) unknown screw. Device not implanted. Unknown if device was explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a broken synthes plate and an unknown broken screw were received in (B)(6) ((B)(4)) on (B)(6) 2015. It is unknown how the plate and screw broke. There is no additional information available for these devices. There is no surgical delay reported. This complaint is for one (1) unknown screw. This is report 2 of 2 for com-(B)(4).